Event description:
A healthcare professional reported ".the patient developed volume growth of the left breast and pain with consecutive asymmetry. Magnetic resonance imagining (MRI) verified left sided rupture. We indicated exploration and because the patient did not want implant replacement but autologous reconstruction." The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
A healthcare professional reported ".the patient developed volume growth of the left breast and pain with consecutive asymmetry. Magnetic resonance imagining (MRI) verified left sided rupture. We indicated exploration and because the patient did not want implant replacement but autologous reconstruction." The device has been explanted.

Event description:
Healthcare professional reported "patient developed volume growth of the left breast and pain". An MRI verified left sided rupture. "The patient did not want implant replacement but autologous reconstruction." The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as no manufacturing issues were observed.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
A healthcare professional reported ".the patient developed volume growth of the left breast and pain with consecutive asymmetry. Magnetic resonance imagining (MRI) verified left sided rupture. We indicated exploration and because the patient did not want implant replacement but autologous reconstruction." The device has been explanted.